Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure, since the device manufacturer date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was unable to duplicate the "internal communication failure" alarm. The fse verified fault code # 125 in the fault logs entered at the time of the complaint. The fse replaced and calibrated the front end board per service manual instructions. The fse verified the iabp calibrated and passed all functional and safety tests per factory specifications. The fse returned the iabp to the customer and cleared it for clinical use.

Event description:
The customer reported that while performing service/testing on the intra-aortic balloon pump it alarmed with an "internal communication failure". No patient was involved and no death or injury was reported.